Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed; the unit was tested using multiple scopes and a video processor and the problem could not be duplicated.

Event description:
A user facility reported to olympus that the image was "cutting in and out" and would "go black with red dots." There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the legal manufacturer's investigation, since more than 8 years have passed since the delivery of the device, the pin and locking mechanism of the connector receiver wore out due to repeated use over time, resulting in failure. As a result, the electrical contact becomes unstable, which disrupts the image transmission between the scope and the video processor. In addition, it is also likely that the phenomenon occurred because the user did not dry the electric contact point of the scope sufficiently, causing the connection to become unstable, which disrupts the image transmission between the scope and the video processor.